Event description:
The physician was called to the bedside following the procedure as the site was oozing a lot of blood - it was thought it was oozing from another poke site but then it started spurting. Pressure was applied, and then a pressure dressing applied - the line was drawing well and had a great wave form. Shortly after, it was noticed there was no catheter attached to the hub and the wave was lost. On x-ray, the catheter was noted to be inside the pt's artery. The physician called a surgeon to come do a cutdown and remove the catheter. Retrieved the lost piece of line.

Manufacturer narrative:
Catalog # - unk but suspected to be a c-pms-300-ra. Expiration - unk as lot is unk. (B)(4) removal of device portion is not labeled. (B)(4). Event evaluation: event is still under investigation.